Event description:
Pt with djd right knee with synovitis - underwent hyalgan injections in 2001, then 8 days later, 1 week x 3. Immediate swelling noted after 2nd shot. Aspiration of clear synovial fluid 6 days later. 2nd aspiration 5 days later (clear serous). MRI: djd - meniscal tear. Pt presently doing well.